Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this intermittent catheter product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the intermittent catheter product ifus are found to be adequate based on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two or three months ago the patient was been using intermittent catheters that were very sharp on the tip. The patient went to the doctor because she was having pain, self-limited bleeding from the urethra and vagina, irritation of the urethra, itching and urinary tract infections. The patient was treated with antibiotics, and the doctor suggested using cortizone-10 (otc) and monistat cream (otc). Three to 4 weeks ago the patient started using a different product. The patient called in after receiving a recall letter in the mail.